Manufacturer narrative:
(B)(4). The reported complaint of "minimally responsive touch screen" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It ws reported "minimally responsive touch screen. Attempted to reboot user interface but unable to get screen to respond. Power reset attempted, also did not resolve.exchanged pump, second pump working appropriately, delay in therapy less than 1 minute". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It ws reported "minimally responsive touch screen. Attempted to reboot user interface but unable to get screen to respond. Power reset attempted, also did not resolve.exchanged pump, second pump working appropriately, delay in therapy less than 1 minute". No patient injury or consequence reported. The patient's current condition is reported as "fine".